Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the lead was placed in the lateral branch and the thresholds were noted extremely aggravated. No improvement after several attempts. The lead was replaced. This event was documented during post-market surveillance of cardiac res ynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.